Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to drive, and upon clicking the button beside the e-stop on the pendant, the system beeped three times, requiring the e-stop to be pressed to stop the system. The system was docked, and other buttons functioned as intended. There was no patient involved.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found rotor alignment was off and readjusted it using alignment pin to correct position. Found gantry door was making loud popping noise while opening. Adjusted cover to correct positions and noise is no longer present. Confirmed system is making 3 consecutive and consistent beeping. Found movement switch was getting stuck in the activated position. Upon start up if this switch is closed it will cause the beeping alarm. Found all voltages on drive board were within correct range and drive motors were evenly powered. Took out drive button and cleaned surfaces of debris. Reattached button and it is now functioning correctly. Drove system through or an issue is not reoccurring. Restarted system 3x's to make sure issue is resolved. Performed system checkout per asm and returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000221, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.